Event description:
According to the reporter: the distal tip of the bottom jaw on the device broke off and fell into the patient's abdomen. X-rays were not taken to try and locate the tip, graspers were used to try and locate the piece (tip) but it could not be found. Minimal amount of or time delay. No bleeding or patient injury reported. Procedure was splenectomy.